Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.6, reference: 6.9, mean: 4.75, confidence-limits: 2.6-6.9. {customer is taking antibiotics and insulin shot}. Inr results such as 2.6 and 5.9 inr are excluded from comparison test since they're done more than 3 hrs apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested if it returns. As of today, products associated to this complaint have not returned.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 2.6, lab-inr: 6.9, date: 2009; meter-inr: 2.6, lab-inr: 6.9, date: the following month.